Event description:
It was reported, the xenon light source board panel was flashing. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction added to field: b5. New information added to the following fields: b3, b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that flashing of the board panel occurred due to high brightness motor failure and turret motor failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use, the intended procedure was completed with the same set of equipment after turning the power back on.